Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a cybersecurity upgrade was attempted and the device entered backup mode. A device download was performed and the device was restored to normal function. The cybersecurity upgrade was not installed. The patient was in stable condition.